Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. During pm, the pse performed operational check and the green led had illumination failure was confirmed so the power switch overlay was replaced. During pm, the pse replaced the power switch overlay to resolve the reported issue. The pse also replaced as part pm the unit's oxygen filter, air inlet filter and cooling fan filter. Unit was tested and passed. No parts were returned for failure investigation. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the green led had illumination failure. The customer reported there was no patient involvement.